Event description:
It was reported that due to obesity when the patient stood up the pacemaker pocket would drop eight inches and the lead would dislodge. The lead was successfully reposi- tioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.